Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The unit shutdown when pushing on control panel above strip chart recorder (scr) area. The power cable that was going to the strip chart recorder (scr) had insulation damaged from over tightening zip tie. The insulation damage was causing wires to short out that was shutting off the programmer. All affected components were replaced. The programmer passed all functional incoming tests. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this programmer randomly shuts off when printing. The programmer will be returned. There was no patient involvement reported.